Event description:
Physician ordered dilaudid patient controlled analgesia (pca) for pain control for patient. Dilaudid cartridge was replaced by rn due to pca pump reservoir reading zero. Dilaudid waste amount from old cartridge was 50ml, (this is the total amount of medication within a cartridge). Pca pump displays 50mls given, cartridge empty. Pca sent to biomedical engineer for review.======================manufacturer response for pca (cadd prizm), cadd prizm ambulatory infusion pump (per site reporter).